Event description:
A nurse reported that unsharp knives were noted during four separate surgeries. Alternate knives were obtained in order to complete each surgery. There was no impact to any pt. Additional info has been requested.

Manufacturer narrative:
No sample has been received by mfg for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional info was requested. (B)(4).